Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual collected from the device and have analyzed the data. High ventricular impedance was noted on the data disc review.